Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user repeatedly received a ¿cannot fill tubing, check alerts¿ message during the load process, and despite full troubleshooting with new supplies and multiple attempts to fill tubing, the device could not complete fill; the device was replaced, and blood glucose remained unaffected, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed a mechanical problem identified, consistent with an insulin delivery system mechanical malfunction during fill. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.